Event description:
It was reported that the front swivel wheel on a rollator was unscrewed when the user went to sit down. The user fell hurting her back, hip, rib, and knee causing lasting pain. The user is going to receive an MRI. Should additional relevant information become available, a supplemental report will be submitted.